Event description:
Patient reported additional events of pain, "misshapen breast", and removal of device due to concern with the product. Healthcare professional reported "patient was experiencing pain".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side an "implant leak was discovered during explant". Device has been explanted.

Event description:
Patient reported right side an "implant leak was discovered during explant". Patient reported additional events of pain, "misshapen breast", and removal of device due to concern with the product. Device has been explanted.